Event description:
It was reported that the patient received inappropriate therapy after lead dislodgement. The lead was explanted and replaced. During the extraction the physician noticed there was no friction between the lead and the suture sleeve.

Manufacturer narrative:
Analysis of the suture sleeve indicated that the distance between the internal flats was within product specification. The physicial damage found was consistent with that occurring during surgical procedure.